Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient died approximately 11 months post procedure with a possible stent thrombosis. This was a (B)(6) male with medical history including hyperlipidemia, history of peripheral artery disease, history of chronic pulmonary disease (copd), history of heroin addiction (last time use I year ago) and smoker. As reported via the (B)(4) study, a patient expired at home due to an unknown cause approximately eleven months after the index procedure. The cec committee has deemed the death as a possible stent thrombosis, thus the file was updated with the code for thrombosis. At the time of the index procedure, angiography revealed lesions in the distal left anterior descending (lad) and 1st obtuse marginal. The distal lad lesion was 8mm in length, class a and de novo with 70% stenosis. A 2.25 x 13mm cypher rx was implanted at 14atm by direct stenting and was post-dilated with a 2.5 x 12mm balloon at 16atm. There was no residual stenosis. The 1st obtuse marginal lesion was 12mm in length, class b1 and de novo with 90% stenosis. The lesion was pre-dilated with a 2.0 x 8mm balloon at 14atm and a 3.0 x 18mm cypher was implanted at 14atm. The lesion was post-dilated per standard procedure with a 3.25 x 15mm balloon at 16atm. There were no reported complications and the patient was discharged the following day. Multiple attempts to gain further information regarding this patient's death have been unsuccessful to date. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15247812 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered unstable angina and a non-stemi approximately 18 months post index procedure. This is a (B)(6) female with medical history including mi ((B)(6) 2010), angina, previous pci ((B)(6) 2008), previous single vessel CABG ((B)(6) 2006), brachytherapy, hyperlipidemia, hypertension, mild lv dysfunction (ef 4- - 50%), insulin dependent diabetes, anxiety/depression, pseudoseizures, asthma, gerd, hiatal hernia, gastritis and atrial fibrillation. The patient also has midrin, protonix, adenosine, lodine, percocet, vicodin, demerol, darvocet, cipro, tamiflu and imatrex allergies. In (B)(6) 2010, the index procedure was performed with the indication of unstable angina; however, the functional stress test was normal. The patient was on an aspirin and plavix medication regimen, statins, beta- and ace inhibitors peri-procedure. Angiography revealed triple vessel disease. One target lesion in the svg (saphenous vein graft) to the lad was treated in the index procedure. The target lesion was described as de novo, non-calcified, non-tortuous, type a, non-thrombotic and anatomically complex. The patient was discharged the following day with no angina reported. One cypher rx 2.5 x 8mm stent was directly implanted and post dilated without report of difficulty. At the 30 day follow up ((B)(6) 2010) no angina was reported and dual antiplatelet medication was ongoing. At the 6 month follow up ((B)(6) 2010) no angina was reported and dual antiplatelet medication was ongoing. At the 12 month follow up ((B)(6) 2011) dual anti-platelet regimen was ongoing, no angina was reported but an adverse event was reported. No further information has been available to date regarding this event. At the 15 month follow up ((B)(6) 2011) dual anti-platelet regimen was ongoing, no angina was reported but an adverse event was reported. Further information received states that the patient presented with angina, and a new lesion in the 1st rpl was treated successfully with an unknown des. The event was noted to be unrelated to the index procedure and index stent implanted in a vein graft to the distal lad. At the 18 month follow up ((B)(6) 2011) the patient was hospitalized with unstable angina and non-stemi was reported. Cardiac biomarkers were noted to be elevated. No angiography was performed, as the patient has a history of false positive stress tests, false positive troponin levels, and chronic chest pain syndrome. However, a full cardiac workup was done on this patient, with nothing found. The physician has determined that the nstemi was secondary to respiratory failure and hypotension and unrelated to the index procedure and implanted stent. The nstemi was medically managed only, and the patient was sent home after management. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15096797 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain/angina. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In this case there are no follow up angiography images to positively associate the reported events with the index stent or procedure. Review of the information suggests that vessel, lesion and patient factors, specifically the complicated concomitant medical history may have contributed to the reported events.

Manufacturer narrative:
The cec adjudication committee determined stent thrombosis occurred. Additional information will be submitted within 30 days of receipt.

Event description:
Additional information was received on (B)(6) 2011. The index procedure was due to in-stent restenosis of previous unknown stent with pci to distal lad through lima. The patient expired on (B)(6) 2011. The patient was under home hospice care and went into a coma a few days before expiration. The cause of death was listed as end stage coronary artery disease and diabetes mellitus uncontrolled on the death certificate. The patient was not hospitalized. No additional information was available. The investigator listed the cause of death to be "cardiac death" unrelated to the study stent or procedure.

Event description:
A (B)(6) male patient from the (B)(4) study underwent successful stenting to a vein bypass graft to the distal lad as part of the cypress trial on (B)(6) 2010. An update from the database indicated that the patient suffered an nstemi on (B)(6) 2011. No angiography was performed, as the patient has a history of false positive stress tests, false positive troponin, and chronic chest pain syndrome. The physician has determined that the nstemi was secondary to respiratory failure and hypotension, and unrelated to the index procedure and implanted stent. The nstemi was medically managed only, and the patient was sent home after management.

Manufacturer narrative:
Updated complaint conclusion: the complaint received states that this cypress study patient suffered unstable angina and a non-stemi approximately 18 months post index procedure then subsequently died of end stage coronary disease. This is a (B)(6) female with medical history including mi ((B)(6) 2010), angina, previous pci ((B)(6) 2008), previous single vessel CABG ((B)(6) 2006), brachytherapy, hyperlipidemia, hypertension, mild lv dysfunction (ef 4- - 50%), insulin dependent diabetes, anxiety/depression, psuedoseizures, asthma, gerd, hiatal hernia, gastritis and atrial fibrillation. The patient also has midrin, protonix, adenosine, lodine, percocet, vicodan, demerol, darvocet, cipro, tamiflu and imatrex allergies. In (B)(6) 2010, the index procedure was performed with the indication of unstable angina; however, the functional stress test was normal. The patient was on an aspirin and plavix medication regimen, statins, beta- and ace inhibitors peri-procedure. Angiography revealed triple vessel disease. One target lesion in the svg (saphenous vein graft) to the lad was treated in the index procedure. The target lesion was described as in-stent restenosis of an unknown stent. The patient was discharged the following day with no angina reported. One cypher rx 2.5 x 8mm stent was directly implanted and post dilated without report of difficulty. At the 30 day follow up ((B)(6) 2010) no angina was reported and dual antiplatelet medication was ongoing. At the 6 month follow up ((B)(6) 2010) no angina was reported and dual antiplatelet medication was ongoing. At the 12 month follow up ((B)(6) 3/2011) dual anti-platelet regimen was ongoing, no angina was reported but an adverse event was reported. No further information has been available to date regarding this event. At the 15 month follow up ((B)(6) 2011) dual anti-platelet regimen was ongoing, no angina was reported but an adverse event was reported. Further information received states that the patient presented with angina, and a new lesion in the 1st rpl was treated successfully with an unknown des. The event was noted to be unrelated to the index procedure and index stent implanted in a vein graft to the distal lad. At the 18 month follow up ((B)(6) 2011) the patient was hospitalized with unstable angina and non-stemi was reported. Cardiac biomarkers were noted to be elevated. No angiography was performed, as the patient has a history of false positive stress tests, false positive troponin levels, and chronic chest pain syndrome. However, a full cardiac workup was done on this patient, with nothing found. The physician has determined that the nstemi was secondary to respiratory failure and hypotension and unrelated to the index procedure and implanted stent. The nstemi was medically managed only, and the patient was sent home with hospice after mi management. Additional information was received that reported in (B)(6) 2011 the patient died. The death certificate reported the cause of death as end stage coronary artery disease and uncontrolled diabetes. The patient's family reported that the patient remained at home on hospice care; however, a few days before her death, she went into a coma. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15096797 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. No corrective action is required at this time. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. There is no evidence of manufacturing issues that may have contributed to the reported events; therefore, no corrective action is required at this time. In this case there are no follow up angiography images to positively associate the reported events with the index stent or procedure. Review of the information suggests that vessel, lesion and patient factors, specifically the complicated concomitent medical history may have contributed to the reported events.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.